Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation and the lot number was not provided. Therefore, the complaint cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte concentrate products shipped to this account within the selected time frame. A records review was performed on the lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, rework, or issues identified during the manufacturing process which could be associated with the reported event. Although the lot number was not identified by the user facility, all device history records (DHR) are reviewed and released according to the "review and release of device history record" standard operating procedure (sop) document. Product is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. Naturalyte acid concentrate is manufactured to meet aami requirements using validated processes and released based on a determination that the finished product met those requirements. Per the documented product investigation, there was no indication that the naturalyte acid concentrate product caused, contributed to, or was a factor in the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the user facility. A clinical investigation was performed to identify a causal relationship between the hemodialysis (hd) treatment and the adverse event. Based on the provided medical records, on (B)(6) 2016, a (B)(6) male end stage renal disease (esrd) patient presented to the user facility for a regularly scheduled 3.30 hours hemodialysis (hd) treatment. Approximately 10 minutes after the initiation of hd treatment, the patient became unresponsive and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) effort were started and the patient received 1000ml of normal saline. Resuscitation efforts were unsuccessful and the patient expired. The patient had a complex medical history, including comorbidities known to be strong predictors of sudden cardiac arrest in the hd patient population. Although a temporal relationship exists between the patient¿s unresponsive episode/cardiac arrest and the fresenius products, there is no allegation that the episode was caused by any fresenius products. The 2008k machine had been pulled for evaluation following the incident and inspected. No problems were found with the machine and it has since been returned to service and is working as expected. There is no documentation in the medical record supporting a possible association between the fresenius products and the event of the cardiac arrest and the patient¿s expiration. However, there is a certain association/relationship between the patient¿s pre-existing medical conditions/comorbidities and the event of unresponsiveness/cardiac arrest and subsequent expiration.

Event description:
A user facility reported that during a hemodialysis (hd) treatment on (B)(6) 2016 at 6:59 am, approximately 10 minutes after the initiation of treatment, the patient became unresponsive and went into cardiac arrest. At the start of the hd treatment, the patient¿s blood pressure (b/p) was 191/83, and pulse rate was 82 beats per minute (bpm). The patient had edema in both legs and complained of shortness of breath but was alert and oriented three times. The patient was on oxygen at 3 liters. Cardiopulmonary resuscitation (CPR) efforts were initiated at 7:05 am. The patient also received 1000ml of normal saline. The resuscitation efforts were unsuccessful and the patient expired. The 2008k hd machine was removed from service following the event for an evaluation. A fresenius regional equipment specialist (res) performed functional testing on the machine and confirmed that all systems were operating properly. The unit has been returned to service at the user facility without issue. No malfunction of any fresenius product in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. The dialyzer is not available for evaluation by the manufacturer as it was discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis.